Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. Examination of the attached photographs confirm complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine tka an attune tibial impactor broke during impaction of the final implant. One large fragment was generated but did not enter the wound. No patient consequences were reported and the procedure was completed as planned. No delay occurred as the component was already seated.